Event description:
It was reported that this patient with a pacemaker system received an alert due to high, out-of-range right atrial (ra) pacing impedances measuring greater 2,005 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Technical services noted that there was a gradual rise in impedances over the past year. The field representative may change the daily measurement to 3,000 ohms and will leave the device in unipolar pace/bipolar sense. At this time, the system remains in service. No adverse patient effects were reported.